Event description:
Healthcare professional reports a crack noted in the arterial header of the dialyzer near the blood line connection last 5 mins of treatment. The treatment was discontinued at this time. No pt injury or medical intervention reported by health care professional.